Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was possibly leaking. Customer did not observe any leaking insulin; however, could smell insulin. Customer changed the cartridge to resolve this issue. Customer's blood glucose was 180-251 mg/dl.